Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Device replacement was recommended. This s-ICD was explanted without replacement. No additional adverse patient effects were reported.